Event description:
It was reported that the patient was seen in the emergency room (ER) for hypoglycemia on (B)(6) 2026. The patient's blood glucose levels declined to 18 mg/dl and later rose to reading "high" (> 400 mg/dl) while wearing the pod for an unknown duration. The patient attempted to correct the low blood glucose with juice but was unsuccessful and subsequently went to the ER. No additional symptoms were reported. The patient was treated in the ER with insulin and sugar and was discharged the same day. The pod was discarded by the hospital.

Manufacturer narrative:
According to the complainant the device will not be available for investigation because it was discarded. We are unable to determine if any product condition could have contributed to the reported event. Lot release records were reviewed, and the product lot met all acceptance criteria. Locked down smartphone: phone_control_ios. Omnipod software app version: 2.1.0. Operating system: 26.5. Hardware: iphone17.5. Cgm sensor type: dexcom g7. Please note, the device identifiers are captured as reported by the complainant and may not align with the device configuration reported in this section as this data is pulled from our cloud based on the reported date of event.